Event description:
The pt underwent total aortic arch replacement. The dr noticed blood "oozing" from the branch wall that was used for the cardio-pulmonary branch. The quantity of blood that leaked from the graft wall is unattainable. The "oozing" continued for approx three hours and subsided after an administration of protamine, packed blood cells and application of gelatine-resorcine-formaldehyde glue. The pt rec'd a blood transfusion to replace the quantity lost through the graft (quantity transfused is unattainable). The graft was left in. The pt's post-operative condition is okay.